Event description:
Same case as MDR ID: 2134265-2015-00125. It was reported that a rotawire fracture occurred. The 95% stenosed, 16x3.5mm target lesion was an area of instent restenosis (isr) located in the moderately tortuous and severely calcified mid right coronary artery. During the procedure, ablation was performed at 150,000 - 200,000rpm at 15 seconds per ablation and the rotational speed decreased about 4,000 - 9,000rpm. During ablation, the rotawire was swinging and came into contact with the burr and it was then noted that the rotawire was detached approximately 15cm from the distal tip of the wire. The detached portion was removed successfully using three 0.014inch non bsc guide wires. The procedure was completed with a rota wire extra support wire and the same rotablator burr. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).